Event description:
A homecare patient, through a distributor, stated that the hc604 CPAP machine breathing tubing had melted when in use. No patient consequence was stated.

Manufacturer narrative:
This report was prepared by rep: we are awaiting return of the device to fisher & paykel healthcare. The DHR was inspected and all production tests were passed for the CPAP machine and breathing tube. Monitoring and trending of this type of event for the last year worldwide gives a rate of occurrence of 0.003%. This is a very unusual event. The design of the heated tube does not produce sufficient heat to reach the melt point of the tube in worst case maximum heating conditions. The event strongly suggests that the tube has been placed near a heat source such as a winter room heater as we have received a similar report in 2007. There during a visit to a patient's home the sales representative observed the CPAP device was positioned on the window sill above an electric baseboard heater.